Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was not being able to maintain adequate ventilation pressures related to the balloon on these tracheostomy tubes due to the product not maintaining insufflation. That during placement of these tracheostomy tubes he is able to easily deflate the balloon with slight pressure from his fingers. There was no reported patient outcome.